Manufacturer narrative:
Correction: in the initial 3 additional devices from lot 60656625. The total amount of events reported initially had changed since the devices were incorrectly identified. The correct number of events is 6. All 3 devices are lot number 60656625. Device evaluation: one (1) investigation was completed during the period. A review of the records related to the devices that included labeling and trending showed that the device and its components met all specifications prior to being released. No product deficiency was identified.

Manufacturer narrative:
Lot numbers of the devices and quantity 60429453 (x1), 60582341 (x2). Two (2) investigations were completed during the period. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. No product deficiency was identified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 3 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.